Event description:
The customer contacted abbott customer service regarding the customer letter for the axsym ausab assay. The customer stated that 36 patients resulted as reactive with values between 12-20 miu/ml. The customer forwarded abbott's notification letter to physicians to inform them that results may not be correct due to the recall of the abbott axsym ausab reagent. Six of the 36 patients are transplant patients and it is unknown if patient management was impacted. The majority of the patient results in question were pre-employment testing. The customer stated there was no samples left for retesting and was unsure if or when patients will return for retesting.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.